Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent a hip procedure. Subsequently, the patient underwent a closed reduction under general anesthesia due to pain and dislocation approximately 3 weeks post implantation. The patient reports that he was sitting on a bench, and when he stood up, he suddenly suffered great pain. The patient was treated the same day of the event. Orthosis was used for 3 weeks. Clinically asymptomatic after that. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical products: 650-0667 delta cer fm hd 036/+8mm 12/14; 51-136170 tprlc 133 mp 12/14 bm so 17.0 m 12/14; 110017127 g7 finned bm 4 hole shell 60g. Foreign country: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was confirmed by review of medical records/ radiographs received. A review of the available medical records identified findings of the reported issues. Radiographs show right hip arthroplasty dislocation. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical products: 650-0667 delta cer fm hd 036/+8mm 12/14; 51-136170 tprlc 133 mp 12/14 bm so 17.0 m 12/14; 110017127 g7 finned bm 4 hole shell 60g. Foreign country: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a hip procedure. Subsequently, the patient underwent a closed reduction under general anesthesia due to pain and dislocation approximately 3 weeks post implantation. The patient reports that he was sitting on a bench, and when he stood up, he suddenly suffered great pain. The patient was treated the same day of the event. Orthosis was used for 3 weeks. Clinically asymptomatic after that. Attempts have been made and additional information on the reported event is unavailable at this time.